Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post-operatively, the device has unknown defect that cause bleeding occurred along the gastric remnant. There was noted blood loss of more than 500cc that requires a blood transfusion to the patient. Clips were applied along the staple line to resolve the issue. The procedure completed as normal. Patient is alive.